Manufacturer narrative:
The customer reports the patient was revised to address cup loosening. The apex hole eliminator migrated out the back of the cup, possibly allowing poly debris to cause loosening. Poly wear and osteolysis were also reported. Doi: 1994 - dor: (B)(6) 2012 (left hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The root cause of the hole eliminator device migrating through the cup is attributed to design and the (B)(4) product code is now obsolete. Corrective actions have been established through design improvements to alleviate migration of this component. The investigation could not draw any conclusions regarding this being the cause of the reported loosening of the cup itself. Based on the investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address cup loosening. The apex hole eliminator migrated out the back of the cup, possibly allowing poly debris to cause loosening. Poly wear and osteolysis were also reported.